Manufacturer narrative:
The complaint of an open seal was confirmed and the cause appears to be manufacturing related. The product returned for evaluation was a 22 ga. Straight needle (22g x 1.0"). The needle was placed in an opened slotted pouch with the needle guard attached. Two small holes were found on the open pouch end (similar to staple holes). No evidence of a seal attempt was observed on the open pouch end (the pouch lacked compressive markings, and no material transfer evidence was observed on the transparent side of the pouch). A set of markings similar to a seal attempt was observed on the closed end of the slotted pouch. The region was 0.5" in width, contained indicators of a compression based event, and had a textural difference from the supplier seal. The product label also contained these markings indicating that the event took place following placement of the label. It is likely that the product was improperly positioned during the manufacture seal of the slotted pouch. A lot history review (lhr) of rewj0939 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the user found the product packaging was not sealed.